Event description:
During an atrial fibrillation procedure, the sheath could not be flushed and bubbles were present in the sheath. The sheath was exchanged with no consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One swartz braided introducer sheath and dilator were received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported punctured seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.